Manufacturer narrative:
In the same month as the onset, the patient was hospitalized for peritonitis manifested by abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis and was hospitalized for the event. The breach was further described as the patient did not wash their hands during therapy. The patient was treated with intraperitoneal vancomycin (dose, frequency, and duration not reported). Treatment was ongoing at the time of the report and the patient was recovering. The patient has been retrained on proper aseptic technique. Pd therapy was ongoing. Additional information is not available.